Event description:
It was reported that customer's blood glucose was 600 mg/dl. When he removed the infusion set, the cannula was bent. Troubleshooting was discontinued by patient. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.